Event description:
The pump was returned for investigation. Investigation revealed a display issue and a damaged case and battery cap. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Submitted: (B)(6) 2015, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: device evaluation: on investigation, the display was found to be dim/faded/discolored. The battery compartment was cracked on the side from the threads to the case seal and below the bumper pad at the case seal. The battery cap returned with the pump for investigation was also damaged; the threads were damaged/torn.